Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der stated that the patient was dislocating. Surgeon replaced cup by changing the position in order to achieve stability. Update received (B)(6) 2017: medical records have been reviewed. Within the op-notes the surgeon dictates that the hip was stable throughout rom with a +5 but unstable anteriorly with a +1. He thought the cup was already flush with the patient's anatomic anterior acetabulum, so he was concerned to make the cup more prominent and decided to accept the mild increase in leg length. Reportability remains unchanged. Updated 6-28-2017.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.